Event description:
Patient presented to the physician with wound dehiscence at the chest incision and exposure of the lead wires. Physician prescribed antibiotics. Physician brought the patient into the or 5 days later, opened the chest incision, repositioned the lead wires, flushed the area with antibiotics, and closed.